Event description:
It was initially reported during a generator replacement surgery that the surgeon accidentally cut a piece of the lead. Diagnostics were run multiple times both outside and inside the generator pocket and all results were within normal limits. There was backup product on hand and the company representative explained the risks of leaving the lead in place but the surgeon elected not to replace the lead. The neurologist will be informed on the situation so that the patient can be followed closely due to the potential higher risk of lead problems. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the neurologist was informed of what occur during surgery. Follow-up with the surgeon's office did not provide much additional information. It was believed that the damage to the lead was near the generator as that was the incision that was open at the time it occurred also the surgeon indicated that the cut was superficial.